Event description:
Patient initially reported the infusion device displayed an e7 electronic error, and the infusion device was returned for evaluation. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions were not affected. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states.